Manufacturer narrative:
As reported, the sealant of a 6f/7f mynx control vascular closure device (vcd) was deployed; however, bleeding did not stop. Manual compression was performed for twenty minutes, and hemostasis was achieved. There was no reported patient injury. The device was used during a percutaneous coronary intervention (pci) procedure via a retrograde approach. The device was prepared in accordance with the instructions for use (IFU), and there were no visible signs of device or package damage prior to use. The physician was certified in the use of the mynx device and had prior experience with its application. The femoral artery¿s suitability was verified by angiography, including an insertion angle of approximately 30¿45 degrees for the vascular sheath introducer. The vessel diameter was confirmed to be greater than 5 mm, with no visible calcium or plaque and no stent near the puncture site. The vessel did not exhibit stenosis greater than 50%, and the target femoral site had not been previously closed within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx control use. Additional information was requested but not provided. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed and button 2 was not depressed. The stopcock was found open, and no syringe was returned for this evaluation. The sealant was present in its manufactured position. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A simulated deployment test evaluation was performed to assess functionality, along with an inflation/deflation functional test of the balloon. The unit functioned as intended, with successful sealant deployment and expected balloon inflation and deflation, followed by balloon retraction. After the tension indicator was aligned by pulling the distal tip in the distal direction, buttons 1 and 2 were depressed in the instructed sequence. The reported event of ¿sealant-inability to achieve hemostasis¿ was not observed through analysis of the returned device since the deployment mechanism had not been initiated and no other issues were noted. The exact cause of the issue experienced by the customer could not be determined during analysis. Based on the information available review and the product analysis, it is not possible to determine what factors may have contributed to the issue experienced by the user, especially since the device condition did not match the event description. It was reported that the sealant was deployed; however, the device was received with button 1 not depressed and the sealant in its manufactured position with no other damages noted. Procedural/handling factors likely contributed to the issue experienced by the user, especially since there were no issues noted during functional analysis when deploying the sealant. According to the IFU, which is not intended as a mitigation, step 2: deploy sealant, ¿while maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay the device down for 2 minutes.¿ the IFU also states in step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynx control vascular closure device (vcd) was deployed; however, bleeding did not stop. Manual compression was performed for twenty minutes, and hemostasis was achieved. There was no reported patient injury. The device was used during a percutaneous coronary intervention (pci) procedure via a retrograde approach. The device was prepared in accordance with the instructions for use (IFU), and there were no visible signs of device or package damage prior to use. The physician was certified in the use of the mynx device and had prior experience with its application. The femoral artery¿s suitability was verified by angiography, including an insertion angle of approximately 30¿45 degrees for the vascular sheath introducer. The vessel diameter was confirmed to be greater than 5 mm, with no visible calcium or plaque and no stent near the puncture site. The vessel did not exhibit stenosis greater than 50%, and the target femoral site had not been previously closed within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx control use. The device will be returned for evaluation.